Manufacturer narrative:
(B)(4). G2: foreign - united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was revised due to loosening. X-rays showed loosening of the tibial implant. It was noted that there is no known component fault at this present time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided were insufficient to perform visual or dimensional evaluations. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified: a total knee arthroplasty with loosening of the tibial component, no fracture noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.